Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a whipple procedure when firing the device for the third time, the staple line came out short. At least 15mm. The device did fully cut the tissue but only partially staple the tissue. There was no patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. In addition 4 reloads were received fully fired, locked. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.